Event description:
Hcp reported the pt presented with increased pain. The pt is diagnosed as having an "ongoing pseudomeningocele." The hcp notes this has occurred after catheter insertions. The pump rate was increased without affecting the pain. Anterior-posterior and lateral x-rays were taken to locate the catheter. The hcp titrated the opiate infusion down and instilled normal saline. There has been a surgical repair of the pseudomeningocele along with both catheter and pump explant.